Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the piston rod was not rewinding properly. It was reported the patient¿s blood glucose (bg) was between 250-499 mg/dl without signs or symptoms of hyperglycemia. This complaint is being reported because the reported issue was not resolved with troubleshooting. The alleged bg excursion without symptoms does not meet criteria for a serious injury.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/13/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box found no abnormal pump function or issues. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.